Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported being admitted to the hospital on (B)(6) 2017 for a urinary tract infection (uti). Three to four days prior to being admitted, the consumer had a loss of therapy, including nausea and loss of appetite. She wondered if the antibiotics from the uti could be related to the return of nausea and loss of appetite, and noted not getting much information on what foods to stay away from. Indication for use included gastric stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.